Event description:
The instruments are cracked. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned for analysis. Visual inspection of the returned sample revealed the attune fb tibial impactor was broken in two fragments. The broken fragments were returned for examination. The reported cracked condition cannot be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.